Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the disposable cassette and solution bag was reported and is known to cause this alarm. The cause of the disconnection was not determined. It was also reported that the supply bag fell, and that the patient reconnected, both use errors. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill two of four. The patient was connected at the time of the alarm. The patient stated that one of the bags came loose and fell off, but then reconnected the bag to the line. The technical service representative (tsr) advised the patient that they cannot do that and must start all over. The tsr explained the system error 2240 to the patient and advised the patient that they must start over with all new disposables on the homechoice and explained why. There was no report of patient injury or medical intervention associated with this event. No additional information is available.